Manufacturer narrative:
(B)(6).

Event description:
It was reported that a leak occurred from the shaft part. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. Following percutaneous transluminal angioplasty procedure in the superficial femoral artery with chronic total occlusion. Dilation was performed five times using the balloon device after crossing the guidewire. When this device was pushed and pulled for several times in the blood vessel, inflation lumen damage occurred in the shaft section causing air to leak in the shaft part. The alleged device was simply pulled out. The procedure was completed with another of the same. No complications reported.